Event description:
It was reported that the customer was hospitalized in two different occasions for low blood glucose. No blood glucose levels were reported. The customer stated that she also had a seizure a few days ago, and the customer feels it was due to the low blood glucose levels. Troubleshooting was performed and the displacement test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.